Manufacturer narrative:
Approximate age of device ¿ 2 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that pump thrombosis was suspected. Patient received a pump exchange to on (B)(6) 2018. Post-operation, patient suffered from large pleural bleed requiring re-intubation, blood products, and return to the operating room. Patient was "table" but tenuous. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of the device. The device was returned assembled with the driveline (dl) severed approximately 15.5¿ from the pump housing. The remainder of the dl was returned in one segment measuring approximately 22¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned attached to the outflow elbow. An additional section of the outflow graft material was also returned. The sealed outflow graft bend relief was returned detached from the graft attachment. The bend relief collar was returned detached from the outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered thrombus formations. Upon disassembly of the device, a flat, tissue-like deposition was observed between two of the rotor blades and a smaller deposition was observed lightly adhered to the outlet bearing cup. Areas of the flat deposition were hard and denatured, which suggests that it had been present for an undetermined amount of time while the device was supporting the patient. The non-laminated structures of these depositions suggest that they potentially, originally formed elsewhere before being ingested into the rotor; however, the specific origin of these depositions could not be conclusively determined. Further analysis revealed a long, flat, tissue-like deposition, as well as a smaller tissue-like deposition surrounding the bearing ball within the proximal-side of the outlet stator. Although the origin of these thrombus formations could not be conclusively determined, the color and texture were similar to portions of the rotor depositions, suggesting that they may have potentially broken off from the rotor depositions before lodging in the outlet stator. The evaluation of the device could not conclusively determine a cause for the development of the observed thrombus formations. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines indications of pump thrombosis as well as how to respond to such events. Section 6 of this document also provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.